Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before vitrectomy surgery an ophthalmic trocar blade was found bent. The surgery was completed on the same day with alternative product without a patient health impact. The details of the procedure have not been provided.